Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective converter could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of xenon lamp not lit was confirmed which was due to a defective converter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The field service engineer on behalf of the customer reported that the visera elite xenon light source lamp did not light, and the spare lamp was on. The issue was found during reprocessing as part of preparation for use, and the therapeutic procedure (electrical cutting) was completed with a similar device without delay. The patient was not under anesthesia. There were no reports of patient harm.